Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer did not observe drops of insulin during the fill tubing process. No reported adverse impact to the customer's blood glucose. The customer changed the cartridge and resumed insulin delivery.